Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that farfield oversensing was observed on this pacemaker system during a device check prior to a scheduled magnetic resonance imaging (MRI) scan. It was noted that lead measurements were within normal limits. The pacemaker was programmed to MRI protection mode. The health care professional (hcp) confirmed that the patient would be monitored throughout the scan. Additional information received reported that the pacemaker was re-evaluated after the MRI scan confirmed to have been operating as intended. This pacemaker system remains in service. No adverse patient effects were reported. No adverse patient effects were reported.